Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the nozzle. This is attributed to failure to clean adequately. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; due to damage of up/down knob, up/down knob does not move smoothly; distal end rubber coating (a-rubber) adhesive has a chip; control unit is damaged and has discoloration; suction cylinder is shaved; and switch box, grip, flexibility adjustment ring, universal cord, scope connector, scope cover unit, and distal end cover have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information of reprocessing performed at the facility: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. It is not known if liquid was sent to the air/water nozzle.

Event description:
This device is an olympus loaner asset that was sent to the service center for an issue of malfunction of up/down angle knob observed upon inspection of the device. There is no harm reported to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is foreign material in the nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.